Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was damaged. The reporter stated that there was evidence of moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/19/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: moisture was found in the battery compartment. The pump failed a leak test due to battery compartment cracks. Further moisture damage was found on the internal components of the pump. The battery compartment had stripped threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.